Event description:
As reported, the 70cc2 cables have been malfunctioning during use. The customer has been experiencing temperature reading fluctuations in multiple cases. The error message of "fault: co- catheter verification, use bolus mode" alert is present sometimes, but not every occurrence. There was no resolution when changing machines and/or cables. There was no physical damage to the cables in any of the cases. There were no patient injuries reported. No device will be returned.

Manufacturer narrative:
No products will be returned for evaluation as they were all discarded by the facility. Without return of the units, it is not possible to determine if some damage or defect existed on the units that could have contributed to the events. It is not known if some procedural factors may have contributed to the events. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of the monthly review.